Manufacturer narrative:
No patients were involved with this event. The field service engineer (fse) dispatched to the customer site replaced the main pipettor probe. The fse reported that the main pipettor probe appeared damaged or excessively worn. A damaged or worn pipettor probe could affect the liquid handling capability of the pipetting system by failing to properly aspirate sample or reagent. In conclusion, a malfunction of the main pipettor probe is the cause of this event. This malfunction has the potential to cause the system to generate erroneous patient results. (B)(4).

Event description:
On (B)(6) 2015 the customer reported that ind (indeterminate) flags had occurred on multiple assay quality controls (qc) and calibrator samples processed on the laboratory's access 2 immunoassay system, serial number (B)(4). Results flagged as ind do not generate a numerical value. An ind flag indicates the sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. There is potential for erroneous results to be generated in relation to the exhibited failure mode. There were no erroneous results generated or reported during this event. There was no change to or impact to patient care or treatment in conjunction with this event. A beckman coulter field service engineer was dispatched to the customer site to evaluate the analyzer.